Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm while changing the infusion set. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was flush. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump alarmed prime during basic occlusion test and unable to prime during prime test due to faulty force sensor. No loose or protruded drive support disk noted. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked display window.